Manufacturer narrative:
Unique device identification(UDI) not available. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported intra/peri-operatively during the register task of a cranial resection (pituitary tumor removal), the system had a message pop up that stated, "localizer faulted". The tracking details showed the breakout box was "faulted". The system had been on for about 30 minutes. The site disconnected and then reconnected the emitter and the issue was resolved. There was no delay to the procedure and no reported impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.